Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2

Event description:
Reference number (B)(4) event occurred in the united kingdom this MDR being submitted for unknown number of quantities. It was reported that patient faced infusion set detachment event on (B)(6)2024. The site of detachment was connector. The infusion set was in use for within 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380- 2025-00998. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005973, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005973 was manufactured according to the work instruction (wi) version 96 and packaging in the multivac 10 on 05/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4b04513 was manufactured according to the wi version 61 and manufactured on the machines sc05 & sc06, on 05/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4b04509 was manufactured according to the wi version 61 and manufactured in the machine sc08, on 02/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, this complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.